Manufacturer narrative:
This product was included in a field action. Based on the information received, and without the return of the product in its entirety or the receipt of performance data, and/or completion of analysis, it could not be determined at this time if this product performed as described in the field action. Evaluation summary continued: analysis was performed and no anomalies were found, however the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, and visual summary analysis of the lead indicated apparent explant damage; partial lead in segments returned and analyzed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: performance data was collected from the device and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. The rv capture threshold averages approximately 1.98 volts through (B)(6) 2016 and rises out of range by (B)(6) 2016. Continuation of d11: dtba1d1 crt-d, implanted: (B)(6) 2015, a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had variable and high thresholds. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.